Event description:
It was reported that during a turb procedure the metal loop split. The surgeon used fifth one to finish the case on the pt. There was no consequences to pt. The end user completed a product failure report and indicated that the problem could not cause harm to a pt. Same incident in 1418479-2008-00004 - 1418479-2008-00007.